Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: ascenda, product ID: 8780 (serial#: (B)(6)), product type: 0184-catheter, implant date: (B)(6) 2020, explant date: (B)(6) 2024-10-31, UDI: (B)(4), ubd: 2022-01-15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a health care provider (hcp) via a manufacturer representative (rep). Regarding a patient receiving intrathecal fentanyl, dilaudid and clonidine via an implantable pump. It was reported, that the surgeon could not aspirate the catheter. So, a catheter revision was performed on (B)(6) 2024. There were no environmental/external/patient factors, that the rep was aware of that could have led/contributed to the event. The surgeon attempted again, during surgery, but was unable to aspirate the catheter. Actions/interventions taken included the surgeon removing and replacing the entire catheter. The issue was resolved at the time of the report.